Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got an unexpected restart error. The blood glucose level was 130 mg/dl. Customer also stated that after inserting new battery the unexpected restart error occurred again. Troubleshooting was performed. The product will return for the analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected restart error alarm anomalies noted.